Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in 2009, on a male patient (patient's weight is unknown). According to the complainant, during the procedure when the clip was advanced out of the sheath, the tech opened it and it only opened half way. The tech deployed the clip and was not able to get enough tissue on either side. The case was completed with about 3 to 4 clips to control the bleeding. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. (Failure to open completely). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.